Manufacturer narrative:
On 2/19/2020, the thermocool® smart touch® sf bi-directional navigation catheter underwent visual inspection which identified the peek housing was cracked. The technician indicated ¿there is something that catches the technicians glove. It is at about 3 and a half inches from the tip of the catheter where the blue shaft turns in to a lighter shade.¿ these findings were assessed as an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The catheter was inspected and a cracked with exposed internal parts was noted on the transition between the shaft with the tip. Also the tip was verified to find polyurethane (pu) residues when the transition is attached and it was found this residues where is correctly assembled. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The root cause of the wires exposed and the crack on the transition cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Ii additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
On 2/18/2020, biosense webster inc.¿s (bwi) product analysis lab (pal) received a thermocool® smart touch® sf bi-directional navigation catheter that was labeled with a complaint number for which product details, such as the lot number, do not match. On 2/19/2020, the thermocool® smart touch® sf bi-directional navigation catheter underwent visual inspection which identified the peek housing was cracked. The technician indicated ¿there is something that catches the technicians glove. It is at about 3 and a half inches from the tip of the catheter where the blue shaft turns in to a lighter shade.¿ these findings were assessed as an MDR reportable malfunction. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available. A new complaint was created to investigate and report the malfunction found although no specific event details are available.